Event description:
The following has been reported: customer reported: "no patient harm. They were setting up IV fluids normal saline and it was leaking from the cassette. Packaging or lot number not provided. Set was 003225. Customer does have the set and can send in for investigation." (B)(6) nurse reported: "a leaky cassette. Nurse was priming ivenix tubing and a cassette leaked. Tubing was exchanged. Command center was notified. Ivenix representative on site, given tubing and created an ivenix ticket. Replaced the tubing and medication. Patient harm: no." A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.